Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the wire didn't break, the guidewire was easily advanced into the vessel, when advancing the catheter after approx. 1-2 cm it became difficult to advance, and I attempted to retract the catheter, but it would not retract or advance. I asked for assistance by the other midline trained nurse. As she and I attempted to troubleshoot why we couldn't retract the catheter, we noticed what appeared to be a defect/abnormality to the alignment of the catheter, so we removed the entire device and held pressure to the insertion site. Once we had the device removed from the patient, we noted that the needle had went through the left side wall of the catheter which is why we couldn't retract it and also made us think that it somehow happened when I attempted to advance the catheter over the guidewire, since the guidewire advanced easily, and the catheter started advancing easily but then stopped after 1-2 cm. We were able to use a new midline catheter and get the patient a midline with one more stick. Pt tolerated the procedure well and no complications were noted." No other information was provided.